Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a cause for the reported filter migration. It is possible that the filter was not fully deployed or the barewire was inadvertently pulled along with the delivery catheter during removal causing the filter to be removed as well. However, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery. The emboshield nav6 embolic protection system (eps) was advance to the intended location and the filter was deployed; however, when the delivery catheter (dc) was removed the deployed filter came out of the patient with the dc pod. There was no adverse patient effect and no clinically significant delay was reported in the procedure. Another emboshield eps was prepped and used successfully in the procedure. No additional information was provided.